Manufacturer narrative:
Analysis was performed on the returned device. The reported difficulties could not be replicated in a testing environment as all component were not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The patient effect of tissue injury (vascular injury) is listed in the prostyle instructions for use (IFU), as a potential adverse event associated with vessel closure devices. A conclusive cause for the reported difficulties could not be determined as all components were not returned for analysis. Factors that contribute to the reported failure to advance the knot with the gated suture trimmer include, but not limited to, user pulled non-rail limb too early, excessive force on knot, user pulls rail limb to form knot while pushing device down rail, the knot jams in subcutaneous tissue. Factors that contribute to the suture malposition (suture outside the skin) include, but not limited to friable femoral vessel. The subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.b5: describe event or problem b6: relevant test/laboratory date h6: medical device problem code - 2017 removed h6: health effect, clinical code - 4582 removed

Event description:
Subsequent to previously filed report, additional information/ clarification was received: it was reported that suture placement in the right common femoral artery was achieved with two prostyle devices via a 6f sheath using the pre-close technique prior to a thoracic endovascular aneurysm repair (tevar) procedure. Echo-guided imaging was performed prior to prostyle use. The sheath was upsized to 20f and the tevar procedure was completed. During removal of the sheath, it was noticed the artery was damaged. The prostyle sutures may have contributed to the tissue damage. The two prostyle knots were seen outside the skin. The first knot at 10 o'clock was attempted to be brought down, yet, it did not go down. The two prostyle knots seemed to be stuck on each other. While attempting to keep the long blue suture under tension at 2 o'clock, both sutures came out of the artery. A third prostyle was implanted correctly and did not maintain hemostasis. It was significantly more difficult to advance the knot with the suture trimmer through the tissue tract for all three devices. Prostyle use was abandoned. Surgical suturing repaired the vessel and achieved hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The additional perclose prostyle devices referenced are filed under separate medwatch report numbers.

Event description:
It was reported that suture placement in the right common femoral artery was achieved with two prostyle devices via a 6f sheath using the pre-close technique prior to a thoracic endovascular aneurysm repair (tevar) procedure. Reportedly, no imaging of the access site was performed prior to prostyle use. After suture preplacement, the sheath was upsized to 20f and the tevar procedure was completed. During removal of the sheath, "the artery broke". The two proglide knots were seen outside the skin. The first knot at 10 o'clock was attempted to be brought down, yet, it did not go down. The two prostyle knots seemed to be stuck on each other. Attempting to keep the long blue suture under tension at 2 o'clock, both sutures came out of the artery. A third prostyle was implanted correctly and did not maintain hemostasis. Prostyle use was abandoned and surgical closure achieved hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.